Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I results were obtained from two different patients samples when tested using vitros troponin I es (tropi es) reagent lot 3560 on a vitros 5600 integrated system. An instrument issue was the most likely cause of the non-reproducible, higher than expected vitros tropi es results. Expected vitros tropi es results (< 0.012 ng/ml) for the patients were obtained on another vitros instrument at the customer site. Quality control results were also outside expected guidelines on the instrument on the day of the event and inspection of the vitros 5600 integrated system by an ortho field engineer identified signal reagent contamination within the microwell incubator. Following extensive service actions by the ortho fe including replacement of the regent metering theta belt, reagent metering proboscis and pads for the microwell rings, a marker precision test performed indicated acceptable instrument performance. Based on historical quality control results, a vitros tropi es lot 3560 performance issue is not a likely contributor to the event. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3560. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3560 at, or below the url concentration of 0.034 ng/ml cannot be determined. Additionally, the customer does not run quality control fluids on a regular basis to verify the performance of the vitros tropi es lot 3560 reagent therefore a reagent issue could not be entirely ruled out as contributing to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report non-reproducible, higher than expected troponin I results from two patients when tested using vitros troponin I es (tropi es) reagent lot 3560 on a vitros 5600 integrated system. Patient 1 vitros tropi es result of 1.32 ng/ml versus the expected result of < 0.012 ng/ml, patient 2 vitros tropi es result of 1.35 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es results for patient 1 and patient 2 were reported from the laboratory. However, no treatment was altered, initiated or stopped based on the vitros tropi es results and corrected reports were issued for both patients. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).